Event description:
Info has been received through a complaint investigation report from the qa: since the lens was still implanted, the investigation was limited to a review of batch records. The review showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results. The spore trips and tsb medium used for the sterility test were verified also and showed no deviations. Environmental control conditions during the mfg period of this lot of lenses were verified with respect to bioburden and pyrogens and these showed no deviations. Based on all these elements, a production related cause was not suspected.

Event description:
Endophthalmitis[eye infection nos]. Argus n degree: an ophtalmologist reported a case regarding a patient who underwent the implant of a ceeon lens mod. 911a. In 2002, the surgical intervention was performed and no complication occurred during surgery. Three days later, the patient, who had a medical history of diabetes, experienced endophthalmitis due to streptococcus infection. The adverse event was treated by vitreous tap and by the administration of intravitreal antibiotics. The lens was not explanted. The outcome is unknown. No further information has been provided. Case comment: endophthalmitis can occur in an acute or a chronic form. It is characterized by ciliary injection, conjunctival chemosis, hypopyon, decreased visual acuity, and ocular pain. The acute form generally develops within 2-5 days of surgery and has a fulminant course. Common etiologic organisms are gram-positive, coagulase-negative micrococci, staphylococcus aureus, streptococcus species, and enterococcus species. In this patient streptococcus was isolated. The endopthalmitis could possibly have been acquired peri or post operatively. Endophthalmitis is listed in the cds.